Manufacturer narrative:
Due to character restrictions in block e1 site name : shengjing hospital affiliated to china medical university. Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when the patient was just put into use, the cs100 intra-aortic balloon pump (iabp) unit reported an error and was replaced with the spare device, causing no casualties.

Event description:
N/a.

Manufacturer narrative:
Corrected data: e1 (initial reporter). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had confirmed that there is phenomenon of the device by reporting an error without information after starting pacing which is "automatic inflation failure". The fse had also performed the maintenance mode execution test where the average negative pressure of the pneumatic test item is low, and the other items are being tested normally. It is preliminary judged that the aging of the 5000-hour maintenance kit had caused while the plan and price have been negotiated with the customer and spare parts have been ordered. But on august 2, fse had confirmed with the customer that the equipment maintenance issue still needs to be discussed and will not be repaired for the time being.

Event description:
N/a